Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the motor was running rough. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the motor seized, blocked, jammed and was moving heavy on the battery oscillator device. It was further determined that the tension screw was too low. It was further determined during the pre-repair diagnostics assessment that the device failed for check saw blade coupling, functional test, check trigger and ecu (electric control unit) function, check oscillation frequency. Min 10800- 14200 osc/min, mode switch-test and for check performance. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.